Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitants used during this study: carto 3; 16 tacticath; endosense. Other company's were used in this study: flexcath, medtronic; arctic front, medtronic; achieve, medtronic; ensite navx, st jude medical; (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported: in the radio-frequency group: tia (transient ischemic attack) occured in 1 patient. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title:"results from a multicentre comparison of cryoballoon vs. Radiofrequency ablation for paroxysmal atrial fibrillation: is cryoablation more reproducible?" The aim of this study: cryoballoon ablation (cryoballoon) has emerged as a new alternative for the treatment of symptomatic drug refractory atrial fibrillation (af). Whether the results of cryoballoon are more reproducible than those of radiofrequency (rf) ablation remains to be proved. Four-hundred sixty-seven (467) patients were treated with rf. The study was conducted from november 2010 to june 2012.. Suspected device is thermocool smarttouch; however catalog and lot number are unknown.